Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was unable to establish communication between her ipg and charger. She reported she was able to communicate with her programmer. A replacement charging system was sent to the pt. Follow-up indicated the replacement charger was unable to resolve the issue. It was reported the physician plans to perform a pocket revision. No further information is available at this time.